Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off; reservoir does not stay locked in. The pump was received with missing reservoir tube o-ring, cracked battery tube threads and minor scratches on lcd window.

Event description:
The customer reported via phone call that they experienced damaged insulin pump. The customer's blood glucose value was 130 mg/dl. The customer stated that the plastic thread broke off where the reservoir locks in. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.